Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) adapter and one (1) powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Engineering's visual evaluation did not note any abnormalities. Engineering's functional evaluation did not replicate the reported condition and no other abnormalities were found that could have contributed to the reported condition. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a hepatectomy, the device did not fire. A manual handle was used to continue the case. The current patient status is fine. There was no delay in surgery. No reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.